Event description:
On february 20, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter had read inaccurately high and had displayed "hi". Two days earlier, the patient remembered getting a normal daily reading in the high "100" to low "200" mg/dl range. She was asymptomatic at the time. The next day, the patient got readings of "hi" at around 9:00 am and 12:00 pm. Based on the "hi" results, the patient took 20 units of sliding-scale "humalog" insulin each time. During that time, the patient felt "tired". The patient could not recall if she ate breakfast or lunch that day. At 3:05 pm, the same day, the patient obtained a result of 324 mg/dl. She did not take any action to treat herself at that point. At 4:11 pm, the patient tested her blood glucose and got a result of "78 mg/dl". Based on prior experiences, the patient felt as though her blood glucose level at the moment was more like in the "50's" mg/dl. However, she trusted the meter at the point and did not take any actions to treat herself. Within 20 minutes, the patient started having symptoms suggestive of hypoglycemia. She tested her blood glucose and got a result of "96 mg/dl". At that point, she felt as though the meter was reading inaccurately high and that her actual blood glucose level was in the "30's or 40's" mg/dl. The patient was sweating, her heart was racing, and she felt like passing out. The patient also was unable to speak, stand or walk. Her daughter treated the patient with juice and milk. Within minutes, the patient felt better. The patient did not test herself with the reported meter after the symptoms were relieved. At 6:00 pm later that evening, the patient went to a hospital. The hospital tested the patient's blood glucose using an unidentified device and got a result of "306 or 307 mg/dl". She was treated with IV fluids. The patient did not have control solution to troubleshoot the alleged meter issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was reading inaccurately high and was taking insulin based on the meter readings. The patient developed symptoms suggestive of hypoglycemia that did not correlate with the reported lfs meter results. The patient received treatment to raise her blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.